Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue but hardware induced. The software functioned as designed. The emitter field generator was returned to the manufacturer for analysis. Issue was able to be duplicated by medtronic personnel. Emitter showed field generator and axiem box reported a communication error. Eminterface shows no tca# and all 9 coils are not listed under the drive and noise section and amp a, b, and c showed a fault and no ok under the +12 vdc is shown. The hardware investigation found that the reported event was related to a hardware electrical issue, rest status/no tracking failure mechanism. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative confirmed that the navigation system functioned as designed when in the spinal application software. It was reported that the navigation system became unresponsive in the cranial application software. Functionality would be restored when the emitter for the system was unplugged. It was then reported that the emitter would cause other navigation systems to become unresponsive. The emitter was then replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect emitter has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the computer for the navigation system was running slower than expected. It was reported that five to ten minutes would pass between switching tasks in the application software. It was reported that the navigation system was removed from rotation. There was no patient present when this issue was identified. No additional information was provided.